Event description:
It was reported while using bd plastipak¿ syringes the tip of the luer syringe broke off. There was no report of patient impact. The following information was provided by the initial reporter: after IV infusion, the nib of the luer-lok connection has broken off the dosing syringe while disconnecting from the filter and remained inside the line filter.

Manufacturer narrative:
Multiple photos were provided to our quality team for investigation. Through visual inspection, the tip is observed to be broken and threading appears deformed. Damage to the tip can occur due to a failure with the pins that shape the tip during the molding process. A device history review was performed for reported lot 2108083, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Machine molding parameters were verified to be within required limits. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. All results were reviewed for lot 2108083 and found to be within specification. Based on the sample evaluation and given the device records did not identify any failures related to this incident, we are not able to determine a root cause related to our manufacturing process at this time. It is possible the tip broke as a result of the force used to engage the device. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.